Manufacturer narrative:
Clinical evaluation performed by medical affairs director on november 17, 2017: partial hip revision surgery (cup and liner) occurred 8 months after primary total hip arthroplasty due to luxation occurred during hip flexion. According to the report, the reason is probably linked to the primary surgery. Dislocation is normally due to suboptimal component positioning or insufficient soft tissue tension, it can hardly be caused by standard devices. In this case, we have one intraoperative image, which is hardly appropriate to judge component positioning; however, the cup appears to have almost no anteversion. The reason for this surgical choice is not reported; this may have an influence on joint stability. Batch review performed on 27 november 2017: lot 165372: (B)(4) items manufactured and released on 04 october 2016. Expiration date: 2021-09-22. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Liner: mpact flat pe hc liner ø32/c ref. 01.32.3239hct lot. 165913 (k103721): (B)(4) items manufactured and released on 02 november 2016. Expiration date: 2021-10-18. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Revision surgery due to subluxation during flexion 8 months after primary, probably due to retroverted cup. The surgeon revised the cup and liner.